Event description:
Per complaint (B)(4), a clinician received a new patient who had a broken implant. The restorative platform was missing. The clinician plans to have his oral surgeon remove the implant. It will not be returned.